Event description:
It was reported that a vns patient was experiencing pain in the neck and a popping sound when turning the neck. Patient had lead revision surgery. Attempts for further information and product return are in progress.